Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
During an open ventral hernia repair, mesh would not seat properly. Surgeon removed mesh from patient and observed ring was broken. When asked if it may have just been damaged (ie kinked), he insisted it was broken. He requested the director of surgery to retain the mesh, so it could be returned for evaluation, but the director discarded the sample "because it was bloody".